Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" codes were found in the ventilator's downloaded error log. The device's system board, display, display board, speaker and internal battery need to be replaced to address the issue. Trilogy evo rear cover and trilogy evo fio2 door are damaged, muffler assembly needs to be replaced due to 4 years preventive maintenance. Air inlet foam filter needs to replace due to preventive maintenance.